Manufacturer narrative:
Device was received with unresponsive keypad buttons due to corroded keypad traces. No stuck button error alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a stuck button alarm while sleeping. The customer was unsure if they pressed a button down for 3 minutes or longer. The insulin pump was not exposed to high altitude. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.